Event description:
Customer reported on a bravo capsule which failed to detach from delivery system. The doctor depressed and turned the plunger, released plunger, when to remove and felt a tug as the capsule was still attached, depressed and turned plunger again and this time it released.

Manufacturer narrative:
No pt injury has occurred following this incident.